Event description:
It was reported no alarms were generated for a desaturation event. Staff in the cmu indicated a patient desaturated to 51% but no alarms were generated. Previously, the staff had received an alarm for a desaturation to 80% and addressed the patient condition but the customer was requesting assistance to determine why the desaturation to 51% was not heard, which lead to a delay in care. It was also indicated the complete details of the event were unclear and the issue may have been due to the clinical workflow or the staff's understanding of spo2 alarm behavior. Good faith efforts were performed. The device was in use on a patient at the time of the event.

Manufacturer narrative:
Reporting address line 1: (B)(6) hospital. Analysis was provided by a philips remote clinical solutions consultant (rcsc) which included interviewing the central monitoring unit's (cmu) manager. It was indicated the customer did not provide the desat delay settings and the cmu manager conveyed information that the desat delay limit was not exceeded, which accounts for the user not receiving an alarm; therefore, the patient did not experience the alarm parameter condition. The rcsc noted the cmu manager did not have verified data to support the patient¿s actual conditions; nevertheless, the manager indicated there was no patient harm. Based on this information, there was no indication of device malfunction, and the device was functioning as designed; however, it was indicated there was a delay in care due to the user not understanding the alarms behavior based on desat delay settings. The cause of this delay in care remains unknown so device behavior cannot be ruled out. Audit logs were requested; however, they were unable to be obtained. Customer workflow is being reviewed to improve efficiency. Based on the information available in the case and the information provided the cmu manager, the customer's alleged malfunction cannot be confirmed as the device functioned as designed. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.